Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing an undesired discomfort (described by the patient as a "burning" sensation) at the ipg pocket site when the scs system was turned on. Reprogramming was attempted, but did not resolve the issue. Diagnostic testing did not reveal any anomalies. Regardless, the patient may undergo surgical intervention at a future date to address the issue.

Event description:
Follow-up information revealed the patient underwent surgical intervention wherein the ipg was removed.